Manufacturer narrative:
Through follow ups, the application support manager (asm), confirmed with the account that the treatment was completed successfully and no photorefractive keratectomy (prk) procedure or any other surgical interventions were required. It was confirmed that the suction was lost after the laser fired. Per asm, there was no issue with the patient interface (pi), that the patient squeezed and broke suction. It was reported that the treatment was completed successfully on the same day by using the same pi. There was no patient injury reported. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that they experienced a suction loss while 1/3rd of the way through the raster pattern with an intralase patient interface (pi). The procedure was aborted and they called abbott medical optics and talked to an application support manager (asm) who explained to customer how to proceed using the available suction break protocols. There was no patient treatments delayed or cancelled.